Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis was performed and the initial findings were confirmed. A review of the e-100 logs show qty 4 cut electrodes shorted and qty 12 seal electrodes shorted errors, which could likely have caused the thermal damage observed. Additional optical microscope images showed no signs of a deformed/melted heat stake on the "non-cut" side of the cut electrode. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found the primary failure of dislodged cut electrode to be related to the customer reported complaint. For clarification, the instrument was found to have a dislodged cut electrode at the distal end. As a result, a missing piece was observed measuring approximately 0.347" x 0.105" in size. The cut electrode was observed to be partially lifted from the bottom jaw of the grip set but was still attached at the base of the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review of logs showed no failures. Additionally, the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The instrument was also found to have abrasions on the grip tip. This RMA will be transferred to engineering team for e-100 logs and further investigation. The probable root cause for dislodged cut electrode could not be established. The probable root cause of thermal damage on the cut electrode was attributed to a component failure. The probable root cause of abrasions to grip tips was attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, instruments driven outside the field of view, or abrasive instrument cleaning.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the covering was detached from the metal of a synchroseal instrument. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and there was no damage or nothing unusual. No photographs of the instrument or a video recording of the procedure are available for isi to review. The procedure was completed with a back-up instrument and with no delays. The patient is currently doing well.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The pivot pin of the synchroseal instrument has a machined end and a swaged end with washers affixed on both sides. If the swaged end of the pin is incomplete, the washer may become separated, and the pin can become displaced. If the swaged end of the pin is incomplete, the washer may become separated, and the pin can become displaced. The probable root cause may be attributed to either damage during use or the manufacturing process. Damage during use can result from instrument collisions or improper intraoperative cleaning with another instrument. Manufacturing-related failures may be caused by misalignment of the swaging tool to the instrument during the swaging process, stroke of swaging tool due to release lock of the equipment, fixture, or tool (eft) activating early, manual steps in the swaging process leading to variation, and subjective visual inspection of the swage with no current magnification used. This complaint is being reported due to the following conclusion: it was alleged that the covering was detached from the metal of a synchroseal instrument. During a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur and if the damage was the washer or instrument pivot pin. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.